Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports while wearing a pod between 4 and 24 hours they had pain, redness and bleeding at the pod infusion site (abdomen). In addition the patient reports upon removal of the pod the needle was found to have not retracted upon initial activation.